Manufacturer narrative:
Upon receipt in the returns analysis lab, a thorough investigation was performed. The complete lead was returned with tissue in the retracted helix mechanism. The lead was also found to be twisted. The lead behavior was attributed to twiddler's syndrome.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was twisted within the device pocket due to twiddler's syndrome. This lead was then explanted and replaced. No additional adverse patient effects were reported.